Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (RV) lead exhibited loss of capture and high pacing impedance. The RV lead was capped and replaced on (b)(6) 2026. The patient was recovering.